Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons were functioning properly. Successfully downloaded history files and traces using thump and carelink. Pump error 130 was found in the history files on (B)(6) 2025 at 09:31:03.000. Pump error 43 was also noted on (B)(6) 2025 from 09:34:15.000 through 09:37:45.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor home switch. Sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, cracked retainer, scratched case and broken belt clip rails. Pump error 130 and pump error 43 was confirmed due to moisture damage to the motor assembly. Corroded home switch was noted during deconstructive analysis. Keypad/button unresponsive/button error was not confirmed, all buttons were functioning properly. Unable to confirm high bgs when no alarms were noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported blood glucose value of 490 mg/dl. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the customer also received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and keypad anomaly. Troubleshooting was not performed for hyperglycemic event and it was unknown whether the customer was using the insulin pump system within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.